Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having infection at the ipg site. Symptoms were redness and tenderness. The physician stated that the infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.